Manufacturer narrative:
Eval summary: product was visually inspected and no non-conformities or abnormalities were noted. A performance test was conducted and the product was found to meet manufacturer's specifications. No failure detected and product within specification.

Event description:
There was a report of an occurrence of a leak at the drip chamber of a fluid warming infusion set. No pt injury or adverse event reported.